Event description:
It was reported that the blocker was pulled out post-operatively. The patient will be required to undergo revision surgery.

Manufacturer narrative:
Method: x-ray review, product history review, complaint history review, labeling review and risk assessment was performed. Results: a blocker was confirmed to have backed out as per the provided images. The patient has stomach cancer, the fusion is unknown, patient is not active, did not experience a fall and there were no complications reported during the initial surgery. Four (4) lot numbers were provided but the exact lot was unknown. Manufacturing records were reviewed for each lot number and no anomalies were found. Conclusion: the plausible root cause of the reported event is unknown at this time due to lack of information on fusion and/or returned parts. Possible root causes include: excessive load due to unstable construct . Excessive load due to patient anatomy/pathology . Oasys surgical technique states that "for patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopedic devices may be considered only as a delaying technique or to provide temporary relief."

Event description:
It was reported that the blocker was pulled out post-operatively. The patient will be required to undergo revision surgery.